Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heating wire separated from the jaws on the vasoview hemopro device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factor for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that accumulated fat cause the heating wire to bow away from the silicone boot; the heating wire remained attached to the tip of the hot jaw. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shutoff when the toggle was released. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).